Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient is alleging harm caused by the device following right hip arthroplasty; however the nature of the harm is unknown at this time. Attempts have been made, however, no additional information is available at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-02512. This follow-up report is being submitted to relay additional information. Proposed component code: mechanical (g04) ¿ head. No product was returned or pictures provided; visual an dimensional evaluations could not be performed. The complaint was unable to be confirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.